Event description:
This case was initially received via regulatory authority FDA (reference number: mw5070208) on 19-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of urticaria chronic ("chronic urticaria") and complication associated with device ("other major complications") in a female patient who had essure inserted. Concomitant products included cholecalciferol (vitamin d), cyanocobalamin-tannin complex (b12) and multivitamin. On (B)(6) 2007, the patient had essure inserted. In 2015, the patient experienced urticaria chronic (seriousness criteria hospitalization, medically significant and intervention required). In 2017, 9 years 8 months after insertion of essure, the patient experienced complication associated with device (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (complete hysterectomy) and surgery (total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the urticaria chronic had resolved and the complication associated with device outcome was unknown. The reporter considered complication associated with device and urticaria chronic to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.